Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. System operates as intended.

Event description:
The customer reported the system is not displaying images. No pt injury was reported.